Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with damaged lens and completely removed downstream occlusion (dso) seal. During analysis, the customer's reported concern "dso gasket torn, cassette alarm" could not be confirmed. It was noted that the customer blanked history so there was no history to review. It was also noted that the customer completely removed the dso seal. There was no way to identify if there was an issue with the seal prior to this. Removal of seal constitutes customer damage at this point, as there is no evidence of any of other problems with the pump. Service will replace dso seal. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a torn downstream occlusion sensor gasket and exhibited a cassette alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.